Event description:
It was reported that this right ventricular (rv) lead caused a perforation, and was explanted and replaced. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.